Event description:
It was reported that the insulin pump over delivered and the customer experienced low blood glucose. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, and basal rates were fine. The displacement test passed. It was stated that the customer dropped the device and the sound of the rewind was different. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.